Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, the device failed to cross the lesion and the balloon ruptured during inflation. The device was removed completely from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast present in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The balloon catheter was prepped with an inflation device filled with water to inflate the device to the rated burst pressure. The balloon was able to be inflated to rated burst pressure and deflate with no issue. Product analysis could not confirm the reported burst, as during functional testing the balloon inflated to rated burst pressure and deflated with no issues immediately. The reported difficulty crossing the lesion could not be confirmed as the clinical circumstances cannot be replicated. There were no damages or irregularities present to the device.

Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for post-dilatation. However, the device failed to cross the lesion and the balloon ruptured during inflation. The device was removed completely from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient status was stable.